Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: d284vrc implantable defibrillator 2010-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and was pacing inhibited by noise due to a confirmed fracture. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4) the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. A proximal portion was received measuring 51.5 cm. A medial portion was received measuring 51.5 cm. A distal portion was received measuring 51.5 cm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.